Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire broken.

Event description:
It was reported that during the insertion of this guidewire, it was noted that the device was fractured, causing it to snag during the procedure. The case was completed with another of the same device and no patient complications were reported.